Event description:
I received test kits from the united states post office for covid. I checked the expiration date extension and they are scheduled to expire in december of this year however I tested recently and I got negative repeatedly as did my son who lives with me. We both had covid symptoms including my son's lost of taste and smell. Neither of us had fevers but we were both fatigued and had some minor breathing problems. I'm afraid these och brand of test kits are faulty.